Event description:
The patient was undergoing a thrombectomy procedure in the right iliac, femoral, and popliteal vein using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), and a non-penumbra sheath. During the procedure, after making several passes using the lightning and cat8 to treat a deep vein thrombosis (dvt), the physician noticed there was no flow through the cat8 and the distal end of the cat8 had kinked under x-ray. Therefore, the cat8 was removed. It was also reported that the physician decided to remove the sheath and switch to a larger sized sheath. The procedure was completed using a new sheath and an indigo system cat12 aspiration catheter (cat12) with the same lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.